Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was sticking. Additionally, it was reported that the pump touchscreen was unresponsive. Lastly, it was reported that the pump battery was unresponsive. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 402 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged wake button and battery issues were verified, but the alleged touchscreen issue could not be verified. Additionally, a different issue was identified.